Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: vantive healthcare - mountain home: 1900 n highway 201, mountain home, ar 72653, united states. Vantive healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the solution lines of a homechoice cassette. This was identified during drain three (3) of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. As a result, the hp disconnected from the therapy session. Renal therapy services (rts) advised the hp to contact their peritoneal dialysis registered nurse and discussed the use of continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.